Event description:
A customer reported a smell of burning wires and a system message received during the coagulation phase of a procedure. The procedure was completed after exchanging the system and a 45 minute delay. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).